Manufacturer narrative:
During the device evaluation the reported event of overheating was confirmed. It was found that the sockets and drive shaft assembly were corroded. The corrosion was the probable cause of the reported overheating.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.